Event description:
During a routine hemodialysis treatment, it was observed that blood was coming out of the top of the filter due to user error in failing to clamp the post filter cap port and tighten the cap. The cycler was stopped, however, the pt lost consciousness and was transported to local ER by emt. Emt estimated blood spilled at 400-500 cc. Rinseback was not performed for a total blood loss of approximately 600-700cc. No medical intervention was performed at the ER, hgb was 11.8. Four days later, hgb was 9.5 and pt's epogen dose was increased.

Manufacturer narrative:
The reported blood loss was attributed to user error. Device labeling instructs to tighten the cap and clamp the post filter cap port securely at the end of prime, prior to connecting the pt and initiating the treatment. Facility staff were notified and have provided additional user training. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided. This report and the informaiton contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report. The report does not constitute an acknowledgement that the events herein occurred, the information is accurate in any respect, the company negligent or responsible for wrong doing, and it does not constitue an adminission that the device is defective, or that the device malfunctioned or otherwise fialed to perform in any manner, or that the device caused or contributed to an injury or death.